Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 5568-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low pacing impedance. It was noted that shortly after implant all impedances have been trending down, including the rv defibrillation impedance that was also low. Thresholds had risen. It was noted the patient had dislocated their shoulder that weekend and that it could be related. Follow up with the physician's office indicated that intervention was done and evaluation was ongoing. The lead remains in use. No patient complications have been reported as a result of this event.